Event description:
It was reported that: during a case, the user observed elevated co2 levels, and then noted that the expiratory valve was sticking open. The user then tapped on the valve and the valve functioned normally. The user could not specify the exact co2 levels observed. The occurrence was noted to intermittently occur during use. The case was completed using the machine. No pt injury reported.